Event description:
It was reported that, patient is experiencing pain and swelling. He walks with a limp. Patient has called his doctor and has scheduled a visit to have further evaluation. Update: it was reported that the patient had a left hip revision surgery on (B)(6) 2012.

Manufacturer narrative:
Device evaluation and results: inspection of the reported device could not be performed as no items were returned. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: the event was confirmed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.